Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure in the left chamber, the lasso catheter caused noise on all leads (bs and ic) of carto and ep recording systems at the same. Upon receipt, the catheter was visually inspected and the cam handle was found broken. Further investigation on this case revealed that the retainer ring was assembled backwards. An awareness notification was given to manufacturing regarding this issue. Then per the reported event, the device was tested for electrical resistance and current leakage and the catheter passed specifications. The complaint condition about noise was not confirmed. However, during the investigation a cam handle issue was identified but this is not related to the reported complaint. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Event description:
It was reported that during an a-fib procedure in the left chamber, the lasso catheter caused noise on all leads (bs and ic) of carto and ep recording systems. By changing the catheter the problem was solved. The case was completed without patient consequences. On (B)(6) 2012, it was confirmed by bwi local affiliate that the noise occurred on both carto and ep recording systems at the same time and the physician was not able to interpret the signals.

Manufacturer narrative:
(B)(4).